Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing, lead (B)(6) 2007; 407645 implantable pacing lead (B)(6) 2006; 407652 implantable pacing lead (B)(6) 2006; e2dr01aa implantable pulse generator (B)(6) 2006; d224trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient had positive blood cultures and the source of the infection is unknown. The patient had an implantable cardiac defibrillator (ICD) system implanted on the left side of the chest and an implantable pulse generator (ipg) system on the right side. Both systems were removed. No further patient complications have been reported as a result of this event.